Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was received with the non bsc guidewire still inside. The shaft, tip and blades were microscopically examined. Blood was present outside and inside the device. The shaft was buckled/kinked/damaged 49cm proximal of the tip. An attempt to remove the guidewire was made; however, the wire was stuck and not able to be removed. The wire was examined, there was teflon missing on the portion that was protruding from the tip of the jetstream, indicating that teflon was scrapped off and inside the jetstream device. The tip of the wire seemed to be fractured and the other portion not returned. Functional testing was performed per the set up instructions in the directions for use (dfu). The device functioned as designed with some issues with the blades and rexing. After running the device and reversing the blades and rexing, the device was able to break up what was inside the device and run. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The jetstream xc dfu states "use only listed compatible guidewires and introducers with the jetstream system. The use of any supplies not listed as compatible may damage or compromise the performance of the jetstream system." (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. A 2.1mm jetstream xc atherectomy catheter was being used in a rotational atherectomy treatment procedure of an occlusion located in the right superficial femoral artery (sfa). After three passes, the device became stuck on a non bsc guidewire and it was difficult to rex the catheter off the wire. The catheter was locked onto the wire and unable to rex. Everything was removed from the patient and the procedure was completed with balloon angioplasty and stenting. No complications were reported and the patient status was fine.